Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient only had her device for two years and it completely died. They tried to restart it, but they couldn¿t make it restart. The device was replaced on (B)(6) 2017. There were no further complications reported or anticipated.